Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. There was no damage noted to the balloon catheter during the inspection prior to use or during preparation which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the reported balloon separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal left main (lm) coronary artery. A 4.0 x 23 mm non-abbott stent was successfully deployed and post-dilated with a 5.0 x 12 mm nc trek balloon dilatation catheter. The nc trek balloon was inflated twice at the lm, the first time to 14 atmospheres and the second to 16 atmospheres. During attempted retraction of the delivery catheter, it was noted that the balloon was separated from the distal shaft. The proximal segment was simply withdrawn and after removal, it was noted that the separated balloon was inside the guiding catheter and no portion of the balloon catheter remained in the anatomy. There was no reported resistance during advancement or retraction. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.